Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer experienced continuous elevated blood glucose (bg 600 mg/dl). Customer changed out the infusion set to address bg. At the time of the report, customer did not require further assistance for elevated bg. Upon follow up, pump system check with tandem technical support found the pump time/date was incorrect; cause was not known.